Event description:
The biomedical engineer reported that no vitals were flowing to the emr, and the outage also affected several central nurse's stations (cnss). Also the multiple patient receivers (orgs) went down and were in communication loss again. This affects the telemetry transmitters being monitored. First occurrence of the org communication loss was in reported (B)(4). No patient harm was reported.

Manufacturer narrative:
The biomedical engineer reported that no vitals were flowing to the emr, and the outage also affected several central nurse's stations (cnss). Also the multiple patient receivers (orgs) went down and were in communication loss again. This affects the telemetry transmitters being monitored. First occurrence of the org communication loss was in reported (B)(4). No patient harm was reported.